Manufacturer narrative:
A questionnaire was rec'd and reviewed by an alcon analyst, who stated the following: multiple cases of tass reported. The facility info states all tass occurrences are tied to the same nurse using a specific type of glove. The facility cannot isolate a specific suspected product. There is no evidence that the design or mfg of the phaco handpiece contributed to the reported event. The phaco handpiece is a reusable device that must be reprocessed per the products directions for use (dfu). The facility did not request svc. There was no sample returned for evaluation and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the directions for use (dfu) and the aorn recommended practices, and the (B)(4) tass task force guidance document. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported 6 consecutive pts, treated in the facility's operating room #3, presented with toxic anterior segment syndrome (tass) 24 hours after undergoing cataract surgery. The nurse is unsure of which product(s) is suspected. Add'l info was rec'd from the nurse stating that although the suspected contributing product(s) remains unk, they are now also suspecting the biogel gloves. She stated that they have noticed that the same tech using the same gloves are consistent in all the reported cases. The nurse reported that she has contacted the MFR of the gloves to report these events. This report represents one of the six pts with reported tass. The pt rec'd steroid and antibiotic therapy on the one day post-operative visit, then underwent a vitrectomy procedure 6 days later.